Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
In the process of inserting trial liner and removing trial liner, trial liner chipped on the rim. The chipped piece was successfully removed. No adverse consequences. Rea; 36e 10 degree was successfully inserted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
In the process of inserting trial liner and removing trial liner, trial liner chipped on the rim. The chipped piece was successfully removed. No adverse consequences. Rea; 36e 10 degree was successfully inserted.